Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported material separation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported material separation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Na. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 24 july 2025 that the patient presented with grade 2 degenerative mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the deployment procedure, release pin was observed to be detached from the clip post removal of lockline. Deployment was continued. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects. No additional information was provided.